Event description:
Type I endoleak viewed at the proximal seal zone of the zenith main body graft. Several attempts were made using a balloon catheter to seal the endoleak. Second angiogram showed a reduced, but still evident endoleak. Another MFR's stent was deployed centered between the proximal seal stent and the suprarenal segment of the graft. Final angiogram showed a resolve of the endoleak.